Event description:
We got a c6 vent in the other day, s/n: (B)(6) , with the complaint that it wasn't delivering a tidal volume and did not alarm to indicate this.

Manufacturer narrative:
Investigation is ongoing.

Event description:
We got a c6 vent in the other day, s/n: (B)(6), with the complaint that it wasn't delivering a tidal volume and did not alarm to indicate this.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g1, g6, h2, h4, h11.